Event description:
A distributor reported that a touchscreen on a pump was cracked, causing the screen to remain black despite the device starting up. The customer's blood glucose level was recorded at 156 mg/dl, which is within the normal range. The device is being returned for further inspection, and a replacement pump with a different serial number is expected to be provided to the customer.